Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review "screw versus double endobutton fixation of the allograft for arthroscopic anatomic glenoid reconstruction in the treatment of recurrent anterior shoulder dislocation", a patient had a re-dislocation after a glenoid bone repair procedure using a double endobutton device. The patient was revised to a glenoid reconstruction using distal tibia allograft with screw fixation. Patient is doing well post-operatively since the revision surgery. No further information is available.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the implantation report notes that two endobutton graft were placed. Pre-op and post-op images were provided for review but do not indicate a reason for the reported dislocation. Details regarding the patient¿s medical history, bone quality, and other additional clinical relevant information have not been provided. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported recurrent dislocations. The patient impact beyond the reported revision could not be determined. Should any additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.